Event description:
Attempt to place PICC in basilic vein on right arm. When advancing guidewire, resistance was met. Guidewire removed without difficulty and appeared frayed and fragmented. CT of arm revealed 1 cm fragment of guidewire remains retained in pt arm.